Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of sac growth of 13mm. The indeterminate endoleak could not be confirmed. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined based on medical records / imaging available to review. The final patient status was stable, discharged on day nine (9) post operative. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse events has been updated. B3: date of event has been updated. B5: describe event or problem has been updated. G1, g2: contact office - name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure (exact date was not provided), an indeterminate endoleak (possible 3b and 2) with sac growth was reported. An intervention has been scheduled. As of the date of this report, there have been no additional patient sequelae reported. Additional information: secondary procedure was completed. The physician elected to re-line the existing grafts with and afx2 bifurcated stent graft and a vela suprarenal stent graft extension. No endoleak was identified. Patient was discharged home nine (9) days post procedure, reportedly stable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure (exact date was not provided), an indeterminate endoleak (possible 3b and 2) with sac growth was reported. An intervention has been scheduled. As of the date of this report, there have been no additional patient sequelae reported.